Event description:
The technician alleged that the brake pedal locks but the brake casters move slowly. No pt impact.

Manufacturer narrative:
The technician replaced the brake block mechanism bushings to resolve the issue.